Event description:
Pt was revised to address pain attributed to femoral loosening and possible tibial loosening.

Manufacturer narrative:
No products were returned for examination. Product information required to search the complaint database was not provided. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported device loosening based on the information provided. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.